Manufacturer narrative:
Correction: event date: should have been reported as '(B)(6) 2017.' Brand name: should have been reported as 'merlin programmer.' Report source: should have also been reported as 'company representative'.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer exhibited a diagnostics anomaly. The patient's condition was stable.